Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0hz52, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation. A store security gate gave the patient a jolt 3 days ago and the patient¿s therapy was working fine. Additional information has been requested, but was not available as of the date of this report.